Manufacturer narrative:
The product associated with this complaint was not returned instead was returned the concomitant xifnt410 implant. The abutment screw was discarded by the dentist. The complaint could not be verified. The lot number for the abutment screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
As a clarification of the event that abutment screw did not fracture. Instead the abutment screw stuck to the implant. The dental crown was cut off in order to trephine the implant.

Event description:
Dentist reported that abutment screw fractured. Implant was removed.